Event description:
It was reported that the patient's implant procedure on (B)(6) 2025 was abandoned due to concerns about a dural tear. It is unknown which lead attributed to this issue.

Manufacturer narrative:
It was reported that the physician aborted the permanent implant procedure due to concerns about a dural tear. Efforts to obtain additional event details have been unsuccessful. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.